Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown product type accessory product ID m995402a001 lot# serial#(B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the intellis battery pack for use with the controller would not charge from the ac power supply. The controller displayed a "batteries empty" message. During removal of the battery pack from the controller, the back part of the battery pack cracked and broke. At the last visit, the controller began shutting the whole stimulator down during charging. The patient attempted to troubleshoot by trying multiple outlets and confirmed the ac power supply green light was on. The patient removed the battery pack and connected the controller to the ac power supply, confirming the controller powered on. The issue was not resolved, and a request was sent to replace the battery pack. No patient complications have been reported as a result of this event. Additional information was received from patient and received the replacement battery pack but the controller still wasn't charging. During the call patient inspected their ac power then mentioned their cat got ahold of the end of the ac power a long time ago. One of the pins looked flattened down and the other pins looked raised or was falling to the left on the ac power pins. Patient saw something white at the top in the controller port and could only see 1 row in the controller port but there were no damages. Agent closed case.